Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to high capture threshold of the right ventricular (rv) lead. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.